Manufacturer narrative:
Per gfe, it was confirmed that the reported issue was about the battery, and that there was an error 24v power alarm. The customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue were able to be obtained, resolution and repair unavailable. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a 24v power supply failure. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.